Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had not been working for a while. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer had been using manual injections. Customer informed the insulin pump was stuck in a loop and they were not able to use the insulin pump. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.